Event description:
Doctor reported that 2 soft-vu 5f x 100cm x .035" catheters had inadvertent breakage during a scheduled 4 vessel cerebral angiography study on a 50 year old female with a history of intracerebral and subarachnoid bleeding. He stated that she was prepared in the usual way for angiography the right femoral artery was accessed using the seldinger technique with a 6.0 f vascular sheath. Through the indwelling sheath, which showed a free flow of blood in the side port, suggested a proper placement, one of the soft-vu catheters was introduced after it was inspected for kinks externally and flushed with saline prior to use. On advancing the catheter beyond the common iliac artery effortlessly into the lower abdominal aorta, he noticed that the piece was removed. The study then continued after the bleeding from the right femoral puncture site was controlled. This time the left femoral artery was entered, again the catheter was inspected and again flushed with saline prior to use. This time, as soon as he engaged the catheter in the right brachycephalic trunk origin, he noticed that the distal curved was not turning on applying a torque at the shaft end. This suggested to him again some discontinuity and so he slowly pulled out the catheter which was gently brought down to the level of abdominal aorta below the renal arteries where it separated completely again at the same site as had happened on the right side. Again a vascular snare retrieval device was used to try and retrieve the broken portion of the catheter. After several tries the portion could not be retrieved and the patient was sent to surgery for an open arteiotomy operation where the piece was finally removed.